Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level over 450 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer treated high blood glucose with manual injection. Cannula was bent but customer declined to troubleshoot for bent cannula. Set and serter will be returning for analysis.